Manufacturer narrative:
Procedure was completed successfully with the same implant. Patient is doing well.

Event description:
Rep reported that the bear implant hydrated quickly (< 20 seconds) and inconsistently. Visually, the device appeared highly variable from top (proximal) end of implant to the bottom (distal) end. When hydrated, blood ran through the device and was coming out of the suture holes. The bottom of the implant also hydrated quickly. Device was very malleable in the arthrotomy. The device did not hydrate consistently and the bottom (distal) end came off in the knee; however, dr was able to push this portion back onto the implant prior to closing the knee.